Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device (unrelated to the reported event, the unit's neutral electrode socket had a crack.). No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the description of the event, there are many possible scenarios as to the cause of the incident. However, most likely there a flammable disinfectant had not dried completed on the affected area. Then when diathermy was applied there was combustion which caused the reported necrosis. There are warnings in the erbe esu user manual addressing this issue. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during plastic surgery to reduce the size of the breast. During the surgery a necrosis (and specifically, described as epitheliolysis with blistering of 100 cm2) occurred on the left breast. To address the issue, a wound dressing was applied which required regular changes. The patient needed to stay in the hospital longer and an outpatient follow-up was necessary. The esu was distributed by our parent company (erbe elektromedizin (B)(4)) to a (B)(6) medical facility.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device (note: unrelated to the reported event, the unit's neutral electrode socket had a crack.). No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. The account reported that the burn/necrosis on the left breast was caused by a defective heating of a saline bowl stand. There is no relation to our device. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during plastic surgery to reduce the size of the breast. During the surgery a necrosis (and specifically, described as epitheliolysis with blistering of 100 cm2) occurred on the left breast. To address the issue, a wound dressing was applied which required regular changes. The patient needed to stay in the hospital longer and an outpatient follow-up was necessary. Note: the esu was distributed by our parent company (erbe elektromedizin gmbh) to a german medical facility.